Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2012-06417 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced severe pain, disability, dyspareunia and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.